Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that there was noise on the right atrial lead, leading to episodes of automatic mode switch. The noise was not able to be reproduced with range of motion movements. All other tests on the lead were within normal limits. The patient was in stable condition.